Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 600 mg/dl and a moderate ketone level. Reportedly, the customer was using u-100 admelog for insulin therapy. Bg was treated via a correction bolus and electrolytes. Reportedly, the customer left the ER 3 and a half hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.